Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device found the link had broken at the posterior cuff. The complete suture was partially loaded in the device with the posterior cuff attached to the needle tip. A link break can result in a failure to retrieve the suture during plunger removal and can have the same result and appearance as the reported cuff miss. Because the device was received with the posterior cuff attached to the needle tip during deployment the report of cuff miss can not be confirmed. A posterior link break requires the link to be pulled at the anterior cuff, indicating the anterior cuff was capture and is most likely attached to the unreturned needle tip and plunger. During testing a proxy plunger was inserted into the device and needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing. No device deficiency was detected during the examination of the returned device. A link break can be influenced by but not limited to, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). A quality control audit inspection is performed to verify product quality. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. A query of the complaint-handling database was performed and there have been no previous incidents reported for needle to cuff miss for the reported lot. Based on the analysis of the device, the reported information and inspection criteria the probable cause for the link break and subsequent failure to achieve hemostasis with this device was related to operational influences during use and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.